Event description:
It was reported that the patient was experiencing undesired stimulation and felt that the device was not implanted in the correct place. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two to three years ago.